Event description:
At around 0500 primary rn noticed blood dripping from blue cardiac output at two sites. Md notified. Per md, will not perform hemodynamics and may replace central line. Other pa catheter lines seem to be working, remoduling infusing via white ra vip port. Md aware.